Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur, and customer was advised to continue using the pump and to call back if the issue recurred.